Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl; cause was not known. A manual insulin injection was used to address bg. Reportedly, customer suspected that the insulin was exposed to room temperatures for too long, causing the insulin to lose its efficacy. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Customer reverted to an alternate pump for insulin therapy.